Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for sequencing. Next generation sequencing of kel exons 1-19 was carried out and the variant kel:c.223+1a was identified. The variant kel:c.223+1a is associated with allele kel*k(223+1a) described by isbt as kell null allele phenotype (kel*02n.06). ID core xt reported a predicted kpb+ phenotype, but kel:c.223+1a, variant not interrogated by ID core xt, is associated with kpb- phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Event description:
The customer reported a possible discrepancy. The serological phenotype was kpb- and the ID core xt genotype suggested a phenotype of kpb+.